Event description:
The patient's electrode wire has reportedly extruded through the eardrum. The patient is reportedly experiencing no sound quality issues. Revision surgery to reposition the device has been scheduled.